Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in a severely calcified vessel. The physician attempted to place a taxus express2 3.0x24mm drug eluting stent, but was unable to cross the lesion. The physician "pushed hard" and the shaft broke. No pt complications were reported. It was noted that the physician did not feel that this was a mfg problem.

Manufacturer narrative:
H6. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg record shows that the device met its material, assembly and product specifications. There are no similar complaints, of this nature, related to this batch number. The root cause of the complaint incident could not be determined.